Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The warranty seal is in tact. No external damages were seen. The software revision is r.1.0.09. The fuse tray was removed, using a millimeter the fuses were found to have continuity. A power cord was connected and immediately noticed that the console turned on however a loud noise was heard and sparks were seen come out of the vents on the left side of the console. Then the cover was removed and burnt components were noticed at the following locations: c48, c56, c64, c65 and c71. A no good power board was installed. The crossfire 2 console was connected to power and turned on. The software revision is r.1.0.09. The unit completed the power bootup process successfully with no issues. An rf probe, footswitch and formula shaver were connected. Functional tests were performed. The root cause is the power board. During investigation at stryker endoscopy, sparks were noticed. A new awareness date was assigned. Field g4 was updated to reflect this new awareness date.

Event description:
It was reported that a big noise was heard twice- like glass breaking- and a red triangle appared on the console. The medical staff unplugged the serfas probe and the console, and then changed the complete assembly. There was no impact on the procedure and no adverse consequences for the patient. During investigation at stryker endoscopy, sparks were noticed. The new awareness date is december 9, 2015.